Manufacturer narrative:
The field service engineer (fse) visited the location and did not observe any loose pads in the strip provider module (spm) from the current lot. Although the customer initially stated that the issue was discovered while using the current strip lot, based on subsequent follow-up, the customer is unable to definitively say which strip lots the loose pads came from. Also during follow-up communication, the customer admitted that the spm has not been checked for loose pads prior to using current lot. Going forward, the customer has initiated the performance of routine cleaning prior to use (checking the spm each time the strips are finished for any loose pads) to be able to eliminate this as a possibility in the future. The cause of the loose pad is unknown. Lot # - the customer was unable to confirm which strip lots the loose pads came from. Expiration date - the customer could not confirm the lot number therefore an expiration date cannot be provided. Manufacturing date - the customer could not confirm the lot number therefore a manufacturing date cannot be provided. This event was originally reported as part of MDR 2023446-2016-00172, additional information confirmed that the two events were not related as originally reported. Supplemental was submitted to revise MDR 2023446-2016-00172 and MDR 2023446-2016-00247 was created to report this event independently. Event occured on instrument serial number (B)(4).

Event description:
The customer reported that strip pads had fallen off into the strip provider module (spm) of their ichem velocity urine chemistry analyzer. There were 3 loose strip pads found in the spm. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.